Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had blood at their site after inserting their sensor. The customer stated the blood was visible on the sensor connector. Customer stated the site was not actively bleeding. The customer's blood glucose was 129 mg/dl. It was found the customer was inserting their sensor on their leg. The customer was informed that insertion on the leg was not an approved site of insertion. No additional information provided.

Manufacturer narrative:
One opened and used sensor was inspected. No analysis was completed because the introducer needle was not returned.